Event description:
Complaint - when pulling the peel pack out of the package it is tearing contaminating the cement inside.

Manufacturer narrative:
The reason for this complaint was to report that when pulling the peel pack out of the package it is tearing contaminating the cement inside. This event occurred during inspection, near the patient, the agent was not present. There was no delay in surgery and an significant adverse event was reported, however; there was another suitable unit available and the surgery was completed as intended. The items were destroyed by the agent. Manufacture of cobalt bone cement was recently transitioned from zimmer biomet to osartis. Shipments were received from osartis beginning july 13, 2018. Product was shipped to djo customers and consignment locations beginning august 8, 2018. 3 customer complaints have been received in september 2018 reporting problems with the new packaging. The outer pouch of the powder is designed to tear open at the top. When the customer tears the package, they may tear the inner sterile pouch resulting in a loss of the sterility of the cement copolymer powder. A review of the device history record (DHR) could not be performed because the lot numbers were not reported. Due to multiple complaints being received in a short amount of time and the possibility of increased patient risk, health hazard evaluationm, hhe-2018-00010 will be performed to assess patient risk related to this issue. Corrective and preventive action ca-01482 has been opened to investigate root cause and determine corrective action.